Event description:
A customer reported receiving a system error 2240 during the initial drain of dialysis therapy. During troubleshooting, there was nothing unusual noted with the supplies. This event occurred during patient use, though no patient injury or adverse event was in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.